Manufacturer narrative:
The reported issue that the syringe pump had error code 354.6770 could not be confirmed. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris syringe pump is typically used for treatment. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference : n/a. The customer stated that there was no patient involvement.

Event description:
It was reported that three syringe pump modules displayed error code 354.6770 and were repaired. Biomed reconnected the cable between the logic board and pressure sensor, and plugged the unit in for calibration. The device then showed error code 200.5040 and biomed flashed firmware. The device passed all calibration except for pressure, and the pressure sensor was replaced. The device was calibrated and performed accuracy and functional checks, and software pm. There was no patient involvement. Although requested, no further information was provided.